Event description:
According to the reporter, during a procedure, there was poor staple formation using both devices. Staplers did not staple smoothly and it took part of the bowel where it was supposed to staple it. Area had to be re prepped, resected and re stapled that resulted to tissue damage. A new device was opened to complete the surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was poor staple formation using both devices. Staplers did not staple smoothly and chewed the bowel. Area had to be re prepped, resected and re stapled that resulted to tissue damage. A new device was opened to complete the surgery.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The samples were available for evaluation. Visual inspection of both staplers found no abnormalities. The first single use loading unit (sulu) was fully applied with the interlock engaged. The second sulu displayed a full complement of staples and the interlock set. Functional testing of the first instrument and sulu noted that the sulu was reset and loaded into the returned instrument. The sulu unloaded and loaded repeatedly without difficulty. The instrument and sulu were applied to test media with acceptable results. The knife cut completely and cleanly. The firing knob could be advanced and retracted without any hang-ups. The second sulu could be unloaded and loaded repeatedly without difficulty. The instrument and sulu were applied to test media with acceptable results. The knife cut completely and cleanly and the staple line was properly formed but the firing knob could not be advanced. It was reported that the staples did not form as expected. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The evaluation detected an unreported condition of damaged knife blade. The product analysis noted evidence that the device was not used as intended. This issue can occur if the stapler was attempted to fire over an obstruction or a hard object. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.